Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle experienced a broken needle. The following information was provided by the initial reporter: medical assistant gave a patient their 6 month vaccines. When she went to apply the band-aid, it looked like the patient had a metal sliver in her leg from the needle. It was superficial and the provider told the parents to watch for signs of infection. No effects have been noted due to the sliver.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that the bd safetyglide¿ needle experienced a broken needle. The following information was provided by the initial reporter: medical assistant gave a patient their 6 month vaccines. When she went to apply the band-aid, it looked like the patient had a metal sliver in her leg from the needle. It was superficial and the provider told the parents to watch for signs of infection. No effects have been noted due to the sliver.